Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and a bolus via the pump was delivered to address the bg. The customer was hospitalized due to the high bg and was treated insulin injections. The customer initially thought that the pump was not delivering insulin. The pump cartridge and infusion set tubing were changed. Upon follow up, a pump system check was performed and no device issues were identified. The customer acknowledged that the pump was performing as intended. The customer had been discharged on (B)(6) 2017. Reportedly, the customer was to discuss the event with a healthcare provider before pump therapy was resumed.